Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The DHR review could not be completed due to no lot number provided. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that health person used the purewick urinary collection systems in lieu of urinary catheters and messy bed pans during procedures. And the lack of inservicing led to a patient becoming septic with the use of this device. It was unknown what medical intervention was given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that health person used the purewick urinary collection systems in lieu of urinary catheters and messy bed pans during procedures. And the lack of inservicing led to a patient becoming septic with the use of this device. It was unknown what medical intervention was given.